Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported by a bd representative that "I just had a meeting with the vascular access team regarding an event involving the use of powerglide." According to nurse, during the puncture with powerglide, it was necessary to reposition the catheter, which did not progress, resulting in the removal of the device. At the time of removal, the catheter ruptured, leaving fragments in the patient's subcutaneous tissue, which required microsurgical intervention for removal. It is important to note that the patient did not suffer any damage."